Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a pt's caregiver had stated that the vns magnet was "broken" and "didn't work anymore." The reporter did not know if only the plastic casing was broken or if the magnet was broken. Attempts for additional info have been unsuccessful to date.